Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for patient identifier is - (B)(6).

Event description:
The customer stated that the architect analyzer generated a (B)(6) result on one patient that was (B)(6) by confirmatory. The results provided for (B)(6). There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
Further evaluation of the customer issue included a review of the complaint text, a review for similar complaints, a review of labeling, and sensitivity panel testing. The customer reported false negative results for one patient sample using architect (B)(6) qualitative, 4p53-25 lot 42448lf00 which confirmed positive using the architect (B)(6) qualitative confirmatory assay. A complaint review determined that there is no increased activity for false negative results with lot 42448lf00. A review of the result data provided by the customer shows that the sample tested non-reactive for (B)(6) qualitative and then confirmed positive with the confirmatory assay. Review of the result data also indicates that the qualitative and confirmatory testing were performed simultaneously. A review of the architect hbsag assay package insert contains adequate information to address the customer issue. Clinical sensitivity testing was performed using a retained kit of lot 42448lf00 which met acceptance criteria indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues. Based on all available information and the complaint investigation the assay performed as intended and no product deficiency was identified.